Manufacturer narrative:
Updated h3. Corrected b5. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. The foreign material may have been unremoved because the device was not reprocessed properly by the following leaks. Leaks occurred by breakage of the suction cylinder and pinhole in the biopsy channel. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states the detection method in cf-ez1500dl/I operation manual, chapter 3, preparation and inspection. IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5: reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
During the device inspection, it was observed that the colonovideoscope's air-water tube and air-water cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the colonovideoscope exhibited foreign objects in the air/water tube and air/water cylinder, as well as dirt on the objective lens. There were no reports of patient involvement.